Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code problem code: e2330 pain h6 codes: health effect - clinical code problem code: 2687 foreign body in patient

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.